Event description:
Reportedly, after the staples were dispensed the surgeon noticed that there was open bleeding from the pulmonary artery. The bleeding was stopped and suture was used to finish the case.